Event description:
It was reported that (2) devices were used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the surgeon and his partner were performing the procedure and the surgeon fired the atw35 (the one with the unfired reload) and could not close the first lever (did not hear a click). He opened another atw35 (same lot number) and the stapler misfired (staples did not form). An atw45 was opened to complete the case. There was no consequence to the patient.